Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and fecal incontinence. It was reported that on this past Saturday, they were just sitting on the couch and went to adjust in their seat and felt "pops" from the device location. Since then, they have intermittent pain shooting toward the back or down to the feet. The patient noted that it was not ER level pain, maybe like a 4-5 on the pain scale. The patient reported no falls or trauma and had not made any therapy adjustments since implant. The patient already had a message to the healthcare provider (HCP) and was waiting for a call back. Agent reviewed that they could try turn the therapy off to see if that correlated to the intermittent pain sensations, if they would like. The patient had not charged the externals since implant. The caller will charge the devices and call back for assistance. Agent reviewed the importance or charging the communicator once every 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.